Manufacturer narrative:
This issue is related to an unexpected negative result observed when testing a quality control sample on vidas sars cov-2 igm. It occurred during an external quality control assessment (challenge sars -cov-2 antibodies, (B)(6) 2021) managed by (B)(6) organization. The vidas peer group reported a negative result for the sample (B)(6) while expected positive. An internal complaint was created for traceability of unexpected results observed for the vidas sars cov-2 igm peer group including our complaints laboratory leading to this investigation. Unfortunately, we never received information of the vidas sars cov-2 igm batch used by 13 vidas users. Only for the biomérieux complaints laboratory which subscribes to this program (the batch used by the complaints laboratory is 1008508240). Following this internal complaint, an investigation was initiated. Investigation: during the investigation, a sample (B)(6) retained by the biomérieux complaints laboratory was tested. Complaints records: according to the analysis of complaints records, only the internal complaint for performance issue on vidas sars cov-2 igm lot 1008508240 was recorded and no complaint on the lot 1008508250 (same manufacturing but dedicated to us market). There is no recurrence of complaints recorded for performance issue on a specific lot of vidas sars cov-2 igm ref.423833 whatever the sample type (patient¿s sample or quality control sample). Quality control records: according to quality control record, there is no anomaly highlighted during the manufacturing, control and packaging processes of vidas sars cov-2 igm lot 1008508240. There is neither CAPA nor non-conformity recorded on this vidas assay in link with the object of this complaint. Tests/analysis performed in the complaints laboratory: control chart analysis: the analysis was performed for: six internal samples with a positive target. Seven batches of vidas sars cov-2 igm including the batch used by the complaints laboratory (lot 1008508240). All the samples results comply with the specifications and all the vidas sars cov-2 igm lot is in the trend compared to the other lots. Test on vidas sars cov-2 igm: this quality control sample (B)(6) was tested on vidas sars cov-2 iggm lot 1008508240: negative result with index=0.56 tv. Analysis of the report issued by (B)(6). Challenge sars -cov-2 antibodies, (B)(6) 2021 managed by (B)(6) organization. Seventy one participants tested the sample (B)(6). 43.7% of users gave a negative result (including the vidas peer group) and 56.3% of users gave a positive one. Tests performed by our characterization department the sample (B)(6) was also tested with an in-house western blot: using the same main raw materials as those used in the manufacturing of vidas sars cov-2 igm assay (rbd antigen and conjugate). Using a nucleocapsid antigen and an external rbd protein. The revelation was done using human immunoglobulin igm. The sample showed to have igm antibodies against nucleocapsid antigen. The immune reactivity of igm antibodies against rbd protein is lower than the reactivity of an internal sample (with an index of 0.84 tv) so below the positive threshold of vidas sars cov-2 igm assay. This result could explain the negative result observed with vidas sars cov-2 igm method. Based on the investigations outcomes, there is no reconsideration of vidas sars cov-2 igm performances. The sensitivity of this vidas assay is not 100% and some discrepancies can be observed especially in case of mild covid 19. The results are in favor of a low level of igm antibodies against rbd antigen with an immune reactivity below the positive threshold of some methods. This aligns with the results observed on the report provided by (B)(6), a distribution of results between positive and negative interpretation. Feedback from (B)(6) organization: (B)(6) organization does not have any clinical information regarding the donor that gave the sample involved in the manufacturing of the quality control sample (B)(6). However, according to their feedback, the level of igm antibodies is very low certainly close to the detection capability of the different methods. Conclusion: according to the investigation, no anomaly was highlighted with the control chart analysis and the analysis of quality data. There is no recurrence of complaints recorded for performance issue on a specific lot of vidas sars cov-2 igm ref.423833 whatever the sample type (patient¿s sample or quality control sample). The complaints laboratory obtained also a negative result when testing the quality control sample (B)(6) from (B)(6) with vidas sars cov igm lot lot 1008508240. The sample (B)(6) was tested using an in-house western blot. It showed to have an immune reactivity of igm antibodies against rbd protein lower than an internal sample with an index below the positive threshold of vidas sars cov-2 igm assay. The investigation not manage to identify any obvious root cause but according to the investigation outcomes, it seems that the quality control sample has a low level of igm antibodies below the positive threshold of vidas sars cov-2 igm assay ref.423833. It is mentioned in the clsi guideline ep14-a3 that processed samples used as qc material (e.g eqa) can have matrix effect. ¿current scientific data suggest that such use of pt/ eqa results is not always feasible because of matrix effects. These processed materials us as pt/ eqa samples sometimes do not behave like patient samples routinely analyzed in the laboratory. Biases not generally seen with fresh biological fluids, are frequently seen with pt / eqa samples¿. According to the investigation, there is no reconsideration of any lot of vidas sars cov-2 igm ref 423833.

Event description:
Product description: vidas® sars-cov-2 igm (9com) is an automated qualitative assay for use on the vidas® family of instruments, for the detection of immunoglobulin m (igm) specific for sars-cov-2 in human serum or plasma (lithium heparin) using the elfa (enzyme linked fluorescent assay) technique. This assay is intended for use as an aid to determine if individuals may have been exposed and infected by this virus and if they have mounted a specific anti-sars-cov-2 igm immune response. Interpretation of results according to test value (I) is as follows: index interpretation, I < 1.00 negative, I = 1.00 positive. Issue description: on 03-jun- 2021, an internal complaint was created following the reception of the report from an external quality assessment program (labquality organization) that reported false negative results when testing external quality control with vidas sars-cov-2 igm (9com) 60t (ref. 423833). The report noted that 13 participants reported a negative result for the sample s002, while the expected result is positive. Sample s002 (sample from a single donor) was evaluated during pre-testing period using abbott sars cov-2 igg/igm method and euro immun sars cov-2 igg/iga method. No was no detail provided regarding the batches used by the participants. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health, as it is an external quality control. A biomérieux internal investigation has been initiated.